Event description:
In 2005, the lay user/pt contacted lifescan alleging that her one touch fasttake meter was not reading properly. One week prior to contacting lfs, the pt obtained a result of around 330 mg/dl and a 320 mg/dl one hr later, while believing that the results were 33.0 mmol/l (converts 594 mg/dl) and 32.0 mmol/l (converts to 576 mg/dl). She was not experiencing any symptoms at the time of concern; however, someone contacted the hosp to inquire if she needed to go to the hosp. Approximately 1/2 an hr later, she arrived at the hosp and a result of 17.0 mmol/l (306 mg/dl) was obtained on the hosp meter. No treatment was admininstered. She was release 7 hrs later; with a blood glucose level of 6.2 mmol/l (converts to 112 mg/dl). She reported that she did not treat herself out of the oridinary when she was obtaining the perceived "high" results. She never realized that the decimal point was missing. Her daughter normally reset the calibration code and she could not recall going through the meter settings. The meter and test strips were replaced.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.